Manufacturer narrative:
Date of event: unknown, not provided. If implanted, give date: information unknown/not provided. If explanted, give date: information unknown/not provided. (B)(6). Device evaluation: the complaint product was received for evaluation. Device was not returned for evaluation and only the lens was received on a gauge and inside a plastic bag. There was no damage identified on lens. The miq (measuring iol quality) evaluation was performed to confirm the power and contrast of the lens. Miq measurement results revealed that the lens was correctly measured with satisfactory results (15.94 diopter and 0.132 contrast). Therefore, the reported issue was not verified. Based in the analysis no product deficiency was identified. Manufacturing record evaluation: the manufacturing record review (mrr) was conducted and no nonconformance reports/ discrepancies/ deviations for similar issues were found during manufacturing record review. The product was manufactured and released according to specifications. A search in complaint system revealed that no additional complaints was received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that postoperative examination (several days after surgery) revealed a refractive error (+4 ) diopter shift. The intraocular lens (iol) was removed without cut and another lens was inserted. No further information was provided.